Event description:
An aneurx stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was 5 cm in diameter and the aortic neck was 20 -21 mm in diameter and it was 25 mm long. Five yrs after the stent graft was implanted, it was reported the aortic neck had dilated and there was a type 1 endoleak present with the aneurysm enlargement causing the aneurysm to rupture. The stent graft was explanted and a conventional stent graft was sewn in; however, the pt died 5 days after this procedure secondary to ischemic colon. The stent graft was returned to medtronic and its eval is pending.

Manufacturer narrative:
.